Manufacturer narrative:
This report is being sent to provide missing information in h11. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that gradually increasing, variable shock impedance measurements (up to 122 ohms) had been noted from this right ventricular (rv) lead. Boston scientific technical services was contacted, and it was discussed that the cause of the increased impedance was likely physiological. The physician indicated that standard system integrity testing will be performed at the next follow-up appointment. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that gradually increasing, variable shock impedance measurements (up to 122 ohms) had been noted from this right ventricular (rv) lead. Boston scientific technical services was contacted, and it was discussed that the cause of the increased impedance was likely physiological. The physician indicated that standard system integrity testing will be performed at the next follow-up appointment. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.